Event description:
Event was reported to caldera medical by an attorney. The patient experienced infection, painful intercourse, vaginal / pelvic pain, and erosion. No further information has been provided.